Event description:
On (B)(6) 2012, she had to undergo a hysterectomy after eleven months of suffering from side effects related to essure implantation. She did not want the essure due to nickel content and suspected allergy to nickel but obgyn pushed for it saying, "the label for nickel allergy testing had been removed." She suffered nausea, dizziness, cramps, severe bleeding, nerve problems, heart palpitations, fainting, severe anxiety, multiple uterine infections, and massive joint/muscle pain to name a few, some starting as little as 7 days after implantation. She was seen several times in the emergency room due to pain and weakness and heart palpitations. She ultimately was seen in emergency room for possible appendicitis or gall bladder problems. Upon ultrasound it was found that one of the essure implants was in the uterus. By hysterectomy date less than a month later both coils were in uterus. Most symptoms resolved upon removal; still has some residual ones. Diagnosis or reason for use: permanent birth control.